Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after 14 days of wearing the adc freestyle libre sensor, with symptom described as "rash", which has been happening since the use of the sensor. The customer had contact with a healthcare provider who prescribed triamcinolone acetonide (topical steroid) cream as treatment. No additional treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch ((B)(4) and observed the adhesive was detached. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing an adverse skin reaction after 14 days of wearing the adc freestyle libre sensor, with symptom described as "rash", which has been happening since the use of the sensor. The customer had contact with a healthcare provider who prescribed triamcinolone acetonide (topical steroid) cream as treatment. No additional treatment or information was reported. There was no report of death or permanent impairment associated with this event.